Manufacturer narrative:
The complainant indicated that the device was not used past its expiry date.

Event description:
It was reported to boston scientific corporation that the patient was implanted with an uphold vaginal support system during a procedure approximately two years ago. The patient, who is over 18 years of age, returned to the physician on (B)(6) 2013, complaining of tail bone pain. Reportedly, the patient is unable to sit for more than half an hour at a time. The physician does not know if the patient's pain is related to the uphold mesh. He suggested that the patient undergo physical therapy to help with her pain, but the patient has not followed up.